Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test or verify possible under delivery due to motor error alarm. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
Customer reported via phone call high blood glucose pattern. The customer's blood glucose was 297mg/dl at the time of incident. Customer's current blood glucose is 114mg/dl. Trouble shooting was performed and suggested customer contact their healthcare professional due to the 2 high blood glucose rule. Advised the symptoms they have expressed may indicate possible onset of diabetic ketoacidosis. Customer stated they feel okay to continue trouble shooting. Customer treated high with manual injections. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high blood glucose. Recent high blood glucose event began on (B)(6) 2017. Customer declined to check for possible site/insulin issues, settings, air bubbles, or leaks. Customer feels insulin pump is under delivering insulin and requests a replacement. Advised no insulin pumps are currently in stock and will be contacted when device is available. The insulin pump will be returned for analysis.